Manufacturer narrative:
.

Event description:
Reportedly, after revision of the left ventricular lead, the subject ICD showed high impedance for both shock coils of the ICD lead. The physician connected a new ICD, but svc coil impedance was still high. The ICD lead was also replaced. The subject ICD will be returned for analysis.

Event description:
Reportedly, after revision of the left ventricular lead, the subject ICD showed high impedance for both shock coils of the ICD lead. The physician connected a new ICD, but svc coil impedance was still high. The ICD lead was also replaced. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, after revision of the left ventricular lead, the subject ICD showed high impedance for both shock coils of the ICD lead. The physician connected a new ICD, but svc coil impedance was still high. The ICD lead was also replaced. The subject ICD will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after revision of the left ventricular lead, the subject ICD showed high impedance for both shock coils of the ICD lead. The physician connected a new ICD, but svc coil impedance was still high. The ICD lead was also replaced. The subject ICD will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after revision of the left ventricular lead, the subject ICD showed high impedance for both shock coils of the ICD lead. The physician connected a new ICD, but svc coil impedance was still high. The ICD lead was also replaced. The subject ICD will be returned for analysis.